Manufacturer narrative:
Insulin pump passed prime/compromised force sensor system test and excessive no delivery test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Event description:
The customer reported via phone call the insulin pump had physical damage. The customer's blood glucose level was 372 mg/dl at the time of the incident. The insulin pump will be returned for analysis. No further details are given.